Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump experienced a battery out limit alarm, weak battery alarm and a blank display. Her blood glucose was not known at the time of the incident. She said that her pump died and that she changed 13 to 15 batteries in her pump and nothing came up on the screen. Then she mentioned that, at the time of the call, it was counting down. She said that she was at a friend¿s house and she was going to try to try a different battery. During troubleshooting for the battery out limit alarm, she was asked if the pump alarmed after the battery change or during normal use and she said that the pump had gone blank. The caller said that the pump is not alarming at time of call. She said the batteries were not out of pump greater than the duration allowed by the insulin pump. The caller was advised to checked the customer¿s alarm history. She said the customer has not received multiple battery out limit alarms when batteries are out of the pump for less than one minute. She was advised to monitor pump and to time all battery changes very carefully because the battery out of the pump for too long will cause the alarm to occur. During weak battery alarm, the customer was advised that the alarm will occur prior to a failed battery test alarm or low battery test alert. During blank display troubleshooting, the customer is not calling back after receiving a new battery cap and stated there was no physical damage to the pump. She said that she does not have a new aaa alkaline battery to test the pump. The customer was advised that a replacement battery cap would be shipped to her and to insert a new battery whenever she can. She was advised that if the display does not return, to revert to a backup plan per their healthcare provider¿s instructions until the replacement battery cap arrives. The display did not return. The insulin pump is not being returned for analysis.